Event description:
On (B)(6) 2022, the lay user/patient contacted lifescan (lfs) united states, alleging that his onetouch verio reflect meter displayed inaccurate readings. The complaint was classified based on the customer care agent (cca) documentation. It was not reported when the alleged meter inaccuracy began. The patient reported obtaining what he felt were inaccurate blood glucose readings of ¿430 and 370 mg/dl¿ with the subject meter compared to a reading of ¿240 mg/dl¿ obtained on another device (contour next). The tests were performed within an unspecified time of each other. The patient reportedly manages his diabetes with insulin (type/dosage not specified). The patient reported administering ¿so much¿ insulin due to the alleged issue (increased amount not reported) and ¿almost got off a moving bus because he did not know what he was doing¿. There was no report of medical treatment/intervention received. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. The cca was unable to continue with product troubleshooting as the patient hung up the call. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after administering insulin based on alleged inaccurate results obtained with the subject meter.